Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735799, serial/lot #: (B)(4). Product ID: 9735797, serial/lot #: (B)(4). Product ID: 9735799, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The wifi endpoint and checkpoint was replaced. The system then passed checkout. Fdm b01, fdr c040103, fdc d02 are applicable to the system checkout. The wifi endpoint and checkpoints were returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The products were unable to communicate with the network. Fdm b01, fdr c040103, and fdc d02are applicable to the product analyses. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that when trying to connect to a wifi network the manufacturing representative (rep) was getting a "ping to endpoint failed" message. The self test was checked and internal network status for endpoint was disconnected, everything else was showing connected. There was no patient involvement. While troubleshooting the rep found the power on end point was blue, post was white, link was green and there was no light next to communication. The network cable was swapped using any other available cable to connect the wifi endpoint with the dmz (demilitarized zone) port on the checkpoint router and issue did not resolve. The wan (wide-area network) port was re-configured as if it was the dmz port on the checkpoint router and the issue resolved. The communication light was not illuminated but endpoint would connect and no ping to end point failed. The self test was showing connected. There was no patient involvement.